Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the catheter detached from the valve and fell into the abdomen. As a result, the device was revised.